Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that noise was inhibiting pacing causing pre-syncopy. The pace/sense portion of the competitor high voltage lead was replaced due to the noise. It was reported that the issue continued. The sensitivity of the device was decreased. The device remains in use.